Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 25, 2020 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stricture in the main airway during a tracheobronchoscopic treatment with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous. According to the complainant, one day post stent placement, the patient presented with discomfort. Imaging was performed and noted that the stent had migrated. Reportedly, the stent remains implanted and the patient was transferred to a different facility. No treatments or interventions were performed to address the patient's discomfort. Reportedly, prior to the stent placement procedure, the physician estimated that the stent may migrate as the patient's condition was reported to be very poor.